Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A foreign substance was found between the syringe and the needle cap and the device was sent to the supplier for further investigation.

Event description:
It was reported that during the pre-use check, a foreign substance was found between the syringe and the needle cap. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). Please disregard the initial report submitted with the MFR number: . The report was submitted in error., corrected data: corrected information provided in h10.